Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported aortic insufficiency as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16feb2017. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a transcatheter aortic valve replacement (tavr). The patient had no prior documentation of aortic insufficiency (ai) prior to left ventricular assist device (lvad) implant and the device reportedly contributed to the condition.